Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to defective front and rear response buttons, causing it to be non-functional. The front and rear response button metallic domes were missing, causing fault. The root cause of the missing domes cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.